Event description:
It was reported that the patient presented to a planned clinic visit and when the heartmate (hm) ii device was interrogated, pump stops were starting the evening of (B)(6) 2023 were noted. The patient endorsed intermittent alarms that resolved by the time they checked. It was unclear if the patient was on wall power with each pump stop. Hence, there was a concern for short to shield or phase to phase. On (B)(6) 2023, the log file captured 4 pump stops while using the mobile power unit (mpu). The log also captured 1 pump stop on (B)(6) 2023 while on battery power. The speed drops were noted to be as low as 0 rotations per minute (rpm). No additional pump stops were noted. This type of issue has been linked to a potential issue with the percutaneous lead as the issue appeared to occur while the ventricular assist device (vad) was connected to the mpu and batteries. To prevent further interruption in support, it was recommended to keep the vad connected to battery power until further investigation was completed. X-rays were performed and there appeared to be an area of concern internally. No areas of concern were noted externally. On (B)(6) 2023, the patient underwent a hm ii to hm ii pump exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: superficial driveline damage. Evaluation of the submitted log files confirmed low speed operation and pump stoppage events while supported by the mobile power unit or 14 volt batteries; however, evaluation of the returned segment of driveline from heartmate ii left ventricular assist system, serial number (B)(6), did not confirm breaches in the insulation of any of the wires that would have contributed to the abnormal pump operation that was captured in the patient¿s submitted log files. (B)(6) was returned assembled with the driveline cut approximately 1 inch from the pump housing and the distal portion of driveline was not returned. All parts of the inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were not returned. The outflow graft and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump. Examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed or adhered depositions or thrombus formations. Electrical continuity testing of the returned portion of the driveline as-returned did not reveal any discontinuities or shorts. Examination of all of the underlying wires under a microscope, along with high potential testing, did not reveal any insulation breaches that would have contributed to an electrical short. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Review of the device history records for (B)(6) showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii lvas instructions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions as well as the appropriate actions associated with them. Section 1 "introduction" of the IFU provides an explanation of pump parameters, including pump flow. Section 4 provides more information regarding pump parameters and also describes situations which may result in a low flow hazard alarm. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "anticoagulation") outlines the suggested anticoagulation regimen (including inr range) for patients using the heartmate ii lvas. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions including the low flow hazard as well as the appropriate actions associated with them. The heartmate ii lvas patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines system controller alarms as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.